Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic total hysterectomy/salping-oophorectomy procedure, the blade of the dissector broke off during use. The detached component was immediately removed. There was no patient injury.